Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for right side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side "rupture." Healthcare professional additionally reported "capsular contracture baker grade iii, and superior implant malposition." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Malposition: unable to confirm as it is a medical event not related to the device. Rupture: not observed. Additional observations: deformation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "rupture". Healthcare professional later reported capsular contracture, baker grade iii and malposition. Device has been explanted and replaced.